Event description:
Pt (repeat pt) was affected with phlebitis (swelling/redness) after the PICC was placed. Medical intervention was removal of the PICC line after 5 days of insertion. Date of insertion of the PICC was (B)(6) 2014 and date of phlebitis was (B)(6) 2014.

Manufacturer narrative:
The sample was not returned for eval. The device history record showed that the product was manufactured according to specs and documented procedures. No abnormalities were noted. All endotoxin test results and sterilization records for this lot were reviewed and were within spec. Catheters are also 100% inspected during various stages in the mfg process. Based on the info available, the exact root cause could not be determined. Per argon's "clinical education manual", mechanical phlebitis is most commonly seen during the first 3-7 days following catheter insertion, but may occur at any time while the catheter is indwelling. Some of the potential causes of mechanical phlebitis area large catheter to size ratio, inexperienced catheter inserter, extensive movement of extremity, etc. Some of the prevention listed are select smallest catheter to meet needs of infant, insert using a slow, controlled process, etc. Some of the intervention techniques are treated at the first sign of phlebitis, treat until resolved (usually within 72 hours), if symptoms worsen despite appropriate treatment, consider removing catheter. The catheter was removed three days after insertion. No other medical intervention was reported. Clinician did not believe the PICC was the cause.